Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. The explanted valve was not returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for 10 years and six (6) months, was explanted due to stenosis. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. Also, patient has ascending aortic aneurysm, history of bicuspid aortic valve disease, and replaced ascending aorta with a #30 gelweave dacron tube grafts on cardiopulmonary bypass. Patient was transferred to ICU in stable condition. Per medical records, this cases involved a (B)(6)-year old male with a history of aortic valve replacement., hypertension, prediabetes, and obesity. He presented with prosthetic aortic valve stenosis and symptomatic chf. Echocardiogram revealed evidence of ascending aortic aneurysm and prosthetic aortic valve stenosis. Cardiac catheterization demonstrated no cad. He underwent a redo aortic valve replacement and resection of an ascending aortic aneurysm. Intraoperative tee confirmed prosthetic aortic valve stenosis, mild insufficiency, depressed lv function and trace to mild regurgitation. The prosthetic aortic valve was identified, there was no evidence of endocarditis. There was severe restriction of the leaflet motion consistent with severe stenosis. The previous prosthetic valve was excised. The pannus was debrided. A new edwards bioprosthetic valve was sutured in place with cor-knot device. The ascending aorta was replaced with a #30 gelweave dacron tube graft. He was weaned from cpb with preserved left and right ventricular function. Echocardiogram revealed normal aortic prosthetic valve function with no aortic insufficiency and no mitral regurgitation. Hemostasis was achieved. He was transferred to ICU in stable condition. Patient was discharged on pod #8.